Manufacturer narrative:
Neither the device not films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4/5 due to spondylolisthesis occurred at l4. Intra-op, after inserting the cage, screw and rod were installed and after final tightening the tab was bent. But it is observed that tab on the right side of l4 could not bent and the head was moving because the set screw was loose. The set screw was removed, and it was replaced with a new one. There was a delay of less than 60 min in overall procedure as a result of this event. No patient complications or symptoms were reported.

Manufacturer narrative:
Product analysis result: visual optical macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the top portion of the threads. The remaining screws threaded lower halfs were not returned for analysis only the top break off portions. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.